Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out the infusion set and cartridge to resolve the occlusions. Customer's blood glucose was 277 mg/dl. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot. Customer reverted to using manual injections for insulin therapy.